Manufacturer narrative:
Correction information: h4:device manufacture date; g6: follow up #1; h6: coding changed, based on the investigation result. The defect ccd replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No image, ccd defect. This event occurred at the time of during inspection. There was no report of patient harm.